Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the flow check. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during flow check.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the flow check. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during flow check.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned (21) 32gx4mm bd pen needles from lot# 1350732. The customer reported clog during flow check. All 21 samples were examined, then tested for flow using a test pen injector. All 21 pen needles were able to attach to the pen injector, expel, and detach from the pen injector properly. None of the samples exhibited a bent npe cannula after the flow test. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the flow check. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during flow check."